Manufacturer narrative:
The lead was returned and visual examination found no malfunctions. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient presented to the hospital with redness on the device implanted site due to an infection. The patient's pacemaker, right ventricular and right atrial leads were explanted. The patient was stable.